Event description:
According to the reporter, 6 days following a cesarean section procedure, wherein the patient had a 12cm long transverse surgical incision 2cm from the pubic symphysis in the lower abdomen, the patient was admitted to the hospital for a physical examination, yellow exudate could be seen on the dressing. It was found that the abdominal incision had leaked fluid for more than 8 hours. It was also observed that the skin around the incision was red and swollen, and a large amount of yellow pus and fat fluid could be seen flowing out when the abdominal incision was squeezed. Auxiliary examination was performed which showed wbc: 12.20x10 9/l; neutrophil count: 9.70x10 9/l; crp: 200mg/l. The surgeon checked the underlying muscle layer, fat layer, and skin of the incision, and the synthetic absorbable surgical suture was not absorbed. To resolve the issue, the incision was opened for debridement, the wound was cleaned with hydrogen peroxide solution, and the dressing was cleaned and changed every day. The patient was also given an intravenous drip injection of piperacillin sodium tazobactam sodium for anti-infection. The patient's condition was continuously observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.